Event description:
Pt on the arctic sun hypothermia management system, an outline of the vest wrap on the pt's trunk, and the thighs from the arctic gel pads can be noted. It appears like the skin is burned.